Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a radio frequency (rf) telemetry anomaly. Further information was requested but not received.

Event description:
Additional information received indicated that the interrogation anomaly was discovered in clinic. The implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.